Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (over 400 mg/dl). Reportedly, customer had their carbohydrate setting "off." Customer forgot to program this setting when setting up their pump. Tandem technical support guided the customer through adjusting their setting. Customer stated they currently had insulin on board to stabilize blood glucose levels.